Manufacturer narrative:
Unknown when original surgery took place. Additional product codes: mnh, mni, kwq, kwp. This report is for unknown pangea, locking cap at level l3, adjacent level disc disease reported at l2-3. (B)(4): there is no allegation of a complaint against this device; however, because this device is dwelling in the area of the reported event it cannot be disassociated from the reported adverse event. The reported event may require medical/surgical intervention to preclude permanent damage to a body structure. This event resulted in surgical revision with extension of the construct for adjacent level disc disease reported at l2-3. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with pangea construct (date unknown) at l3-5. Patient presented with adjacent level disc disease at l2-3. Patient being returned to the operating room (or) on (B)(6) 2016 for revision surgery. Surgeon plans to extend the construct. Additional information will be provided after the surgery. This report is 3 of 3 for (B)(4).